Manufacturer narrative:
Insulin pump received with motor error alarm during basic occlusion test due to protruded and loose drive support disk. Motor was tested outside of the device and passed. Insulin pump had minor scratches on lcd window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the insulin pump returned a motor error alarm during the rewind process. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.